Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch qpmczc, and no non-conformances were identified attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a cat underwent a spay procedure on (B)(6) 2021 and suture was used. Post-op, the suture broke. No additional information was provided.